Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited decrease r-wave measurements on trend data. Occasional undersensing and possible oversensing was observed on stored electrogram. It was also noted that the right atrial (ra) lead had possible oversensing on stored electrogram. Both leads remain in use. No patient complications have been reported as a result of this event.